Manufacturer narrative:
Meter and test strips were not returned for investigation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially reported complaint for erratic blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests of 139 mg/dl and 178 mg/dl. During a follow-up call, nurse stated they were also concerned the results were high. The customer¿s expected fasting blood glucose test result range is 95 mg/dl - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the initial call, a back to back blood test was performed by the customer non-fasting and produced test results of 175 mg/dl and 147 mg/dl using meter. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 11/28/2020 and open vial date was not provided. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".